Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the patient indicated that they don't know the cause of the event. They stated that nothing has been changed or adjusted. The patient noted that the controller was reset. The issue was resolved.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, friend/family member) regarding a patient who was impla nted with an implantable neurostimulator (ins) for non-malignant pain. The reason for call was caller stated the patient plugged in the recharger to charge the implant last night, but they saw settings not available. Caller had not tried charging as they saw that message. Caller was able to connect to implant during the call and reported settings not available on group c. The controller battery was at 100% and the implant battery was in the 30% range. Agent reviewed to charge implant and then if settings not available still showed up after implant was charged, to follow up with doctor/ manufacturer representative (rep) to check settings. Pt rep said that the battery was at 50% and then it crapped out and then they couldn't up the stimulation or anything as settings not available appeared. Agent reviewed screen meaning with the caller. Caller noted that the time was wrong on the controller as well. Pt was using group c. Agent had the caller try to increase stimulation and settings not available appeared. Agent had the caller switch to group a and try to increase stimulation, however settings not available appeared. Agent had the caller switch to group b and try to increase stimulation, however settings not available appeared. Caller confirmed that the pt could normally increase the stimulation intensity past the current stimulation intensity. Agent redirected caller to healthcare provider (hcp) to further address the reported issue. Rep reports he met with the patient yesterday, as they were having an issue where their controller wouldn't allow them to increase stimulation without providing the error message that stimulation cannot be provided, due to high impedances. Rep met with the patient and re-programmed them, leaving out electrode 4 where the high impedance was. Rep states this resolved the issue.